Event description:
Dealer stated that the head of a 5310ivc semi electric bed was raising crooked due to the head board being warped. This event could cause the head section of the bed to weaken and not fully support the upper body of the user.